Manufacturer narrative:
Device was received with power error due to j6 connector resistance issue. Device passed the displacement test, sleep current test and active current test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had power error detected alarm recurrence for 5 times. Customer blood glucose value was 9.2 mmol/l at the time of the incident. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. The customer was assisted with troubleshooting but the error recurred. The device will be returned for analysis.